Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 57, 50 and 40 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 159 mg/dl and 163 mg/dl using meter. The product is stored according to specification and it is stored in the home office. The test strip lot manufacturer's expiration date is 08/26/2019 and test strips were opened a few weeks ago. The meter memory was reviewed for previous test result history: (B)(6).